Event description:
It was reported that during a balloon kyphoplasty procedure (bkp) on an osteoporotic patient at l4,a balloon was inflated under low pressure (90psi) to approximately 3cc's when a slow leak was detected. The distal end of the balloon was bent by the physician in order to direct its path in the vertebral body . According to the report, the stylet was tightened prior to balloon insertion into vertebral body and the patient's bone was "soft". The physician acknowledged that the balloon leakage could have been a direct result of bending the stylet. Adequate height restoration was achieved before balloon leakage occurred, according to the report. No fragments were left in the patient and no allergy to the contrast media was reported. The procedure was completed successfully without using a new balloon and no patient complications occurred.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital.